Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic cholecystectomy the doctor applied five clips fine, the sixth clip would not lock even though it was fully across the structure and no tissue was in the way. The patient's condition was reported as fine.

Event description:
It was reported that during a laparoscopic cholecystectomy the doctor applied five clips fine, the sixth clip would not lock even though it was fully across the structure and no tissue was in the way. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73a1800824 was manufactured on 02/06/2018 a total of 288 pieces. Lot was released on 02/07/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the jaws partially closed. The sample appears used as there is biological material present on the device. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, the first clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. This was repeated with the same success for the remaining clips. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. No defects or anomalies were observed. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not locking" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as all remaining clips could be loaded into the jaws and were successfully applied to over-stressed surgical tubing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. (B)(4).